Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Size 3 broach is mismatched from the size 3 stem. The stem sat up during attempted implantation and a new one was needed. There was a five minute surgical delay.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was returned for analysis. Examination of the device cannot confirm the complaint. A dimensional inspection was performed for the instrument and and met specifications. Additionally, the device presented several usage/wear signs which confirm that device was previously used without being reported of having reported complication. It can be concluded that broach performed function as intended. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. **************************************************************** drawing/specifications reviewed? Dwg-201001020. Rev f. Dimensional inspection: the height of the broach body was measured to be 120.01 mm. This is within the specification of 120 mm+/- 1 mm as per the drawing dwg-201203030. Device history lot ==> a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.